Manufacturer narrative:
Follow-up # 1 date of submission 06/26/2013- device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: during testing, the pump powered on with a blank display screen. The pump was opened and the display was found to be damaged and cracked in multiple places. A test screen was inserted and functioned appropriately.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
(B)(6) 2013, the reporter contacted animas alleging that the display screen had gone blank. The reporter noted that the patient attempted to bolus for blood glucose 417mg/dl (no symptoms of hyperglycemia) and discovered the display issue. This bg excursion does not meet the criteria for an adverse event; there was no allegation that the issue was related to the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the device caused or contributed to an adverse event.